Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor breast implant, experienced ¿not enough information¿ post procedure. The patient reported saying: I believe my breast implants are part of the recall and I had problems, need to know how to have them removed, and replaced. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. Note: the type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 7, 2022 indicated that the date of implantation was on (B)(6) 2006, and the implants were mentor 380cc high-profile. Manufacturer¿s reference number: (B)(4).